Event description:
N/a

Manufacturer narrative:
Updated field: medical device ¿ problem code (1). Device evaluation: the iab carton was returned open. Silica beads were observed inside the shelf carton. The insertion and product kit were intact sealed without and silica beads inside. Photos were also provided and reviewed. Samples of the silca beads has been tested via infrared spectrum analysis and found to be borosilicate glass beads. The root cause of the reported failure ¿foreign matter (silica beads inside box)¿ was found to be silica beads inside the iab carton. The silica beads is unlikely to have occurred inside the iab carton within the manufacturing facility as it is not a part of the manufacturing or packaging process. Additionally the manufacturing process was reviewed, and no issues were identified. The iab was deemed acceptable prior to leaving the manufacturing facility. The root cause of the foreign matter (silica beads inside box) cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
Additional initial reporter: (B)(6). Additional event site email: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was received with "silica-bead-like" material on the bottom of the inside of the box. There was no reported patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Reference complaint # (B)(4).

Event description:
N/a.